Event description:
Hill-rom tech found that the right siderail latch bolt was missing. The right siderail could not be latch. He installed a new siderail latch bolt and the siderail functioned properly. The stretcher was found out of service and there were no alleged injuries.